Event description:
Physician using the megadyne footswitching suction/coagulator, (B)(4), lot # 01901, expires 09/06/2015, during a tonsillectomy adenoidectomy. Within the first minute of use, a flame was noted from the unit lasting approximately 1-1.5 seconds when cauterizing tonsil. The patient suffered a superficial burn and left posterior tongue approximately 3/4 cm.